Event description:
While infusing blood, baxter colleague IV pump did not stop when bag was empty, even though air had entered pump assembly. No air alarm or up stream occlusion alarm activated. We reproduced the problem in the biomed department. Pump was sent to baxter quality management rsa (B)(4) approx 01/16/2004. Manufacturer's service report (B)(4) shows no problem found.